Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented in clinic during follow up. The device exhibited post-paced t wave oversensing on the ventricular channel. Programming changes were made.